Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope that there was a backflow/regurgitation of secretions from the stomach through the forceps channel during scopy. The biopsy valve condition was damaged. There were no reports of patient involvement.